Manufacturer narrative:
Concomitant medical products: other applicable components are the leads. Product ID 3887-28 lot# (B)(4) serial# implanted: (B)(6) 1999 product type lead product ID 3887-28 lot# (B)(4) serial# implanted: (B)(6) 1999 product type lead. Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), ubd: 08-nov-2003, UDI#: (B)(4); product ID: 3887-28, serial/lot #: (B)(4), ubd: 07-jun-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulator felt like it was burning them. Pt stated the problem was that they were 89 pounds and they tried in on the back of their butt but it was burning and they put it in the front and the issue did not resolve or the revision didn't make a difference.  Pt stated their implant and leads were removed but there was still a little bit of wire going into their c1 and they weren't going to take it out because it was easier to take it from the bottom up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstance that led to the stimulator burning them is that there was no fat between bones. The battery on bone in butt heated. They had it put in front, problem was about the same but bending and clothes was not agreeable. "Pain in movement" at waist line to uncomfortable. The back wires stuck out at extension. It was removed. The battery is out, wires and extension is on going up entire right side to shoulder is removed. Wire from should to c1 is still in and they would like it out. Their healthcare provider (hcp) retired and have scar tissue on right side is not comfortable.